Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp received information that a coc hip-tep left side that was initially implanted in 2012 was revised in 2022 in another hospital. A change of ceramic hip head and ceramic inlay was performed. Explanted hip head is showing strange surface. Hip inlay fractured during revision. As per surgeon who performed the initial surgery the primary hip-tep showed correct position, no impingement , x-ray/CT inconspicuous, no trauma. Since one year occasional noise, since a half year rough creaking . Doi: (B)(6) 2012. Dor: (B)(6) 2022. Left hip.

Event description:
Additional information received indicated that the patient describes increasing pain and a strong grinding noise in the left hip when standing up from a squatting position after h-tep left ex domo. Intraoperatively, the ceramic femoral head shows unusually large macroscopic wear marks. Unclear whether due to material defects, or e.g. A third-body wear due to interposition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned device exhibited that the ceramic insert was fractured into multiple pieces. Bearing wear can be confirmed by the overall appearance of the insert and the fracture as well. Per the provided evidence/information, there was not possible to confirm sound of the implant due to interaction with other device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. Device history review: a manufacturing record evaluation was performed for the finished device (121881758/3465761) product and lot numbers, and no non-conformances were identified. Corrected: h3.